Manufacturer narrative:
H11 since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the infusion set's tubing got detached from the connector leading to high blood glucose level. The blood glucose level was treated with correction injection via multiple daily injection the issue occurred with four similar types of infusion sets. No further information was available.